Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), basedow's disease ('autoimmune disorder type of disorder: severe graves disease/ graves disease of eye') and blindness ('neurological conditions or problems type: vision loss') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (levoxyl) from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, levothyroxine from 2017 to 2018 and thiamazole (methimazole) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), basedow's disease (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines I headaches"), nausea ("nausea"), tooth fracture ("dental problems : teeth broken"), dysmenorrhoea ("dysmenorrhea (cramping)"), blindness (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), eye pain ("eye pain"), eye swelling ("eye swelling"), pain in extremity ("leg pain") and muscle spasms ("leg cramp"). The patient was treated with surgery (-supracervical hysterectomy (uterus only) and thyroidectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, back pain, mood swings, urinary tract infection, basedow's disease, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dysmenorrhoea, blindness, allergy to metals, dyspareunia, fatigue, alopecia, weight increased, eye pain, eye swelling, pain in extremity and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, basedow's disease, bladder disorder, blindness, dysmenorrhoea, dyspareunia, eye pain, eye swelling, fatigue, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain in extremity, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received : new events, "hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection(bladder /urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: severe graves disease\vision/eye problems type: graves disease of eye, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, neurological conditions or problemstype: vision loss, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, , fatigue, weight gain / loss specify which one: weight gain, hair loss,eye pain, eye swelling, leg pain, leg cramp. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), basedow's disease ('autoimmune disorder type of disorder: severe graves disease/ graves disease of eye') and blindness ('neurological conditions or problems type: vision loss') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included levothyroxine sodium (levoxyl) from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, levothyroxine from 2017 to 2018 and thiamazole (methimazole) from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), basedow's disease (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines I headaches"), nausea ("nausea"), tooth fracture ("dental problems : teeth broken"), dysmenorrhoea ("dysmenorrhea (cramping)"), blindness (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), eye pain ("eye pain"), eye swelling ("eye swelling"), pain in extremity ("leg pain") and muscle spasms ("leg cramp"). The patient was treated with surgery (-supracervical hysterectomy (uterus only) and thyroidectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, back pain, mood swings, urinary tract infection, basedow's disease, migraine, nausea, tooth fracture, dysmenorrhoea, blindness, allergy to metals, dyspareunia, fatigue, weight increased and pain in extremity had not resolved and the bladder disorder, urinary tract disorder, alopecia, eye pain, eye swelling and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, basedow's disease, bladder disorder, blindness, dysmenorrhoea, dyspareunia, eye pain, eye swelling, fatigue, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain in extremity, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. Reporter's information was added. Updated event from unknown to not recovered/ not resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.